Manufacturer narrative:
Batch review performed on 25 march 2019: lot 134898: (B)(4) items manufactured and released on 16 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 similar reported events (B)(4). Other devices were involved in the complaint: gmk-primary 02.07.1202l tibial tray fixed cemented size 2 l lot. 154442 (k090988): (B)(4) items manufactured and released on 30-nov-2015. Expiration date: 2020-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-primary 02.07.2002l femur std cemented size 2 l lot. 131810 (k090988): (B)(4) items manufactured and released on 27-jun-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Clinical evaluation performed by medical affairs manager: revision in tka 2 years and 3 months after primary for joint instability. The surgeon decided to replace the implant to increase soft tissue tension and knee stability. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. This is not a problem due to any implant defect or malfunction.

Event description:
About 2 years and three months after primary, the surgeon revised the patient for instability due to knee laxity. The cause of laxity is unknown. The surgeon swapped all the hardware successfully.